Manufacturer narrative:
On 18-jun-2021, mentor received additional information about the event: it was reported that the patient¿s right breast prosthesis ruptured in 2014. The patient underwent scar revision surgery in 2013. An ultrasound of the right breast performed in (B)(6) 2016 indicated that there was silicone within the node and within the right axillary nodes. This free silicone is attributed to the breast prosthesis that ruptured in 2014. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision with a mentor memorygel breast implant 350cc gel breast prosthesis developed baker grade iii capsular contracture in her right breast. The capsular contracture was diagnosed via a physical. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 350cc gel breast prosthesis on (B)(6) 2014.